Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the chair is speeding up and slowing down. Dealer states the end user states the controller got wet.